Event description:
The customer's parent reported via phone call that they experienced high blood glucose. The customer's blood glucose was 417 mg/dll at the time of incident. Customer treated their blood glucose with the insulin pump. The customer's current blood glucose was 437 mg/dl. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found the customer's insulin pump failed a high pressure test. Customer was advised their insulin pump needed to be replaced. The customer was advised to revert to a back-up plan. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.